Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed the pacemaker was not giving appropriate rate responsive pacing. No changes or interventions were reported. The patient was in a stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted programming changes were implemented. The patient was in stable condition.